Event description:
The customer reported a ma error message during a lithotripsy procedure. Problem did not delay case.

Manufacturer narrative:
The service rep replaced the hv cable assembly and performed a filament calibration. Verified system boot and fluoro function. System operates as intended.